Manufacturer narrative:
(B)(6). The device was received for evaluation with an opened pouch and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge completely separated from the minicap. This was noticed before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.